Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the internal conductor wires were exposed. The broken wire was pulled from the insulation. Thermal damage was observed near the base of grip and near the distal clevis on the bipolar yaw pulley. Components adjacent to the broken wire does not show damage. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were exposed. The instrument failed an electrical continuity test. Thermal damage was observed near the base of grip and near the distal clevis on the bipolar yaw pulley. Components adjacent to the damaged wire insulation does not show damage. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure, the maryland bipolar forceps instrument's wire from the wrist was broken. The procedure was completed with no reported injury.